Event description:
The service report shows that while the nellcor puritan bennett customer support engineer (cse) was performing a hardware upgrade, he discovered that the power disconnect alarm did not function. Cse inspected the device and replaced the card cage assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.